Event description:
A customer reported a malfunction on their insulin pump, identified by malfunction code malf 3. Despite the issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted for multiple daily injections as backup therapy while waiting for pump replacement. Technical support agreed to send a loaner pump since the previous pump was out of warranty and not resettable. The customer acknowledged receipt instructions for the loaner pump and agreed to send insurance card pictures.